Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the site of their implantable cardiac monitor (icm) implant was painful, swollen, and black and blue. The patient was advised by a nurse to put ice on the implant area. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.